Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and during a device check it was noted that two previously capped leads had eroded through the skin. Additional information noted that the leads had been capped during an upgrade procedure six years prior due to occlusion. The crt-d system and previously capped leads were all explanted. No further patient complications have been reported as a result of this event.